Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient experienced shocking sensation occasionally in one specific area and the device was turning on or off. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The physician believed that the patient shocking sensation was either device or physiological. The patient will undergo a revision procedure wherein the scs device will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient experienced shocking sensation occasionally in one specific area and the device was turning on or off. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The physician believed that the patient shocking sensation was either device or physiological. The patient will undergo a revision procedure wherein the scs device will be replaced.